Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician attempted to deploy an initial ruby coil into the desired location in the aneurysm; however, the ruby coil was unable to stay in place due to the high flow of the vessel. Therefore, the ruby coil was removed from the patient without any noticeable damage. No other coils were attempted to be placed prior to the ruby coil. The procedure was then successfully completed using a new pod8. There was no report of an adverse effect to the patient.